Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Complainant reported possible shatter of clots due to the fact that both hands and left arm appeared black. Vascular ultrasound was completed, and the patient did have doppler pulses. Actions taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned. It was noted that the patient outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.